Event description:
It was reported the subject device had displayed an error 103 message (ignition error). The issue occurred during the setup, before the patient entered the room. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: power unit failure and a lamp not approved by the manufacturer was installed in the device. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: e103 error message occurred due to a failure of the voltage supply unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.